Manufacturer narrative:
Device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The advancer knob, handshake, coil, sheath and burr were microscopically and visually inspected. The handshake connections were visually examined and was found to be kinked on the burr catheter end of the connection. Functional testing was performed by connecting the advancer to the rotablator control console system. The device was not able to get any speed and the stall light came on. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
It was reported that a catheter shaft leak occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus was selected for use. After testing was done, outside patient's body, the device was inserted inside patient's body; however, it was observed that the device was not able to reach the full rotational speed. The device was then pulled out from the patient where rotaglide was noted to have leaked on the side of the catheter. The procedure was completed with another of the same burr. No patient complications reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter shaft leak occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus was selected for use. After testing was done, outside patient's body, the device was inserted inside patient's body; however, it was observed that the device was not able to reach the full rotational speed. The device was then pulled out from the patient where rotaglide was noted to have leaked on the side of the catheter. The procedure was completed with another of the same burr. No patient complications reported and patient's status was fine.